Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a low blood glucose event. Customer had passed out and his wife called the paramedics. The blood glucose reading at the time of the event was 68 mg/dl. The current blood glucose reading is 395 mg/dl. Customer treated with manual injection. Nothing further reported.